Event description:
It was reported that a patient presented with an infection noted on the system. It was then noted that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. No further intervention was reported. It was reported that the cause of death was unknown

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Visual examination found no malfunctions. The cause of infection could not be traced to the device.